Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd high volume administration set was used to replaced with the new set, no tpn remained in the bag after 11.5 hours on a 12-hour cycle. Previously, the older tubing left an average of 78 ml in the bag, consistent with the prescribed delivery of 1490 ml from a total of 1590 ml, accounting for priming overfill. There was a patient involvement, no patient injury was reported.